Event description:
A technician reports that during refractive surgery, the pt was not able to see the fixation light. The procedure on both eyes was completed that day. At one day post-op, ucva on both right and left eye of this pt was 20/20. The surgeon has no concerns for this pt's outcome.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).